Event description:
It was reported that the pt underwent a laparoscopic hysterectomy in 2005. During a morcellation of the fibroid, the surgeon cut the iliac artery. A general and vascular surgeon was brought into the case for repair of the artery. Pt required transfusion of blood products. The laparascopic hysterectomy was not completed. A large hematoma had formed and the pt was left open to allow for drainage. Pt returned to the o.r. The following day for closure of the open wound. Pt is doing fine and was discharged in 01/2005.